Event description:
It was reported that the patient with this implantable cardioverter defibrillators (ICD) device was treated for ventricular tachycardia (vt) however there was a delay in therapy due to zone programming. The physician was concerned about the events labeled as premature ventricular contraction (pvc). Technical services stated that the zones were set up for 190 but the rate was below 315ms cutoff. The emergency room physician was unable to get the consult to work. Ultimately the device provided anti-tachycardia pacing (atp) therapy, though it took some delay of 2 minutes in delivering the shock. There were no strips available. This ICD device remains in service. No adverse patient effects were reported.